Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.additional narrative:a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that a 0.5 ml/hr infusor overinfused during patient use. The device was filled with a 12-ml solution of 0.85 ml morphine hydrochloride, 1.8 ml lidocaine, and 9.35 ml saline. The entire fill volume infused over 12 hours, indicating a 1 ml/hr flowrate. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir and with a connected patient control module (pcm) watch. The reported condition of an underinfusion was not confirmed. Visual examination of the samples showed no signs of physical abnormality. An accuracy flow test was performed on the sample for 48 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate, basal = 0.4623 ml/hr; calculated flow rate, bolus = 0.4900 ml/hr. Normalized flow rate, basal = 0.4738 ml/hr; normalized flow rate, bolus = 0.5023 ml/hr. Pcm watch average dispensed volume = 0.492 ml. Specification range, basal and bolus = 0.4375 - 0.5625 ml/hr. Specification range, pcm watch = 0.425 - 0.580 ml. Both the infusor and the pcm produced functional results within the specification range; the device performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.